Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, infection and loosening. It is reported that the patient undwerwent manipulation on (B)(6) 2013.

Manufacturer narrative:
This follow-up report is being filed to correct information. The information originally received clearly indicates that the patient experienced loosening of the femoral component of the right knee. Therefore, report 1822565 - 2016 ¿ 01245, which was for the patellar component, was submitted by mistake. The proper reporting of this event can be found in report 3007963827-2017-00207-1.